Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the uim (user interface module) touch screen is fuzzy and hard to read. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the user interface module (uim). Upon receipt, the screen's display did not turn on and was blank upon start up. A visually inspection within the device showed a cable completely disconnected. The cable was reconnected and testing was continued. Throughout the entire testing period, the reported issue of a "fuzzy" screen was not duplicated. This reported issue will be tracked and internally investigated.